Event description:
It was reported that during a low anterior resection the cdh29 anvil would not attach to integrated trocar after advancing the stapler through the distal stump during low anterior resection. Scrub nurse noted that when she initially opened the cdh29b and prepared the stapler for use, she had noticeable difficulty pulling the anvil off the trocar. Significantly more force was required vs the usual. The surgery was delayed 15 minutes. Exchanged the original anvil for a new anvil from a new cdh29b (2nd stapler opened), the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/13/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the cdh29b device was not returned; only the anvil with a washer uncut were returned. The anvil and washer were visually inspected and no apparent damage was noted and also, the anvil was inserted and removed of a test device without difficulty. The event described could not be confirmed as the anvil was inserted and removed without difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.